Manufacturer narrative:
H10: h3, h6: the shipping information was provided; however, the subject device was not made available to the designated complaint unit and thus a physical product evaluation could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since the device was not received for evaluation. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is received at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that, during a shoulder arthroscopy, the control unit ran through excessive amounts of fluids, it needs to be recalibrated. Surgery was completed with a back-up device, however, it is unknown if there was any delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).